Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked. This occurred during testing for peritoneal dialysis therapy. The leak was identified when the nurse removed the cassette and discovered fluid in the cassette chamber. It was further reported "it had leaked from the cassette due to an incomplete seal in the film on the edge of the cassette¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cassette sheeting pulled away from the cassette at the corner near the heater bag tubing port. Functional testing, including clear passage testing and clamp function testing was performed with no issues noted. Leak testing was performed and failed due to a leak observed at the cassette corner where the sheeting was pulled away from the cassette. The reported condition was verified. The direct cause of the event was determined to be an underweld defect caused during the thermoform process of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.